Event description:
The facility's biomed reported an infusion pump with an 810:04 failure code. The biomed stated they have no record of any patient incident involving the pump since the last baxter service event. Device failure occurred during biomed testing. No details were given regarding the problem or testing being performed during the failure. Additional contact information was requested, but not provided.